Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of camera unit, the endoscopic image could not be displayed, and water leak in plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of camera unit, the endoscopic image could not be displayed, and due to water leak in plug unit, the endoscopic image could not be displayed and error code b30 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an abnormal image and error code b30 during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. In addition, the following reportable malfunctions were identified during the device evaluation: there was deposit on head cover. Based on the results of the investigation a definitive root cause could not be identified for the malfunction deposit on head cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.